Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that after 7 years and 2 months dental implant was installed in intraoral region 3#, the implant was removed in consequence of the abutment fracture, because the fractured portion got stuck into the implant.